Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Removed the sensor plug and inspected the plug assembly, no failure mode observed. The sensor was found to be in sensor state state 3 (indicating the sensor was paired within the last 14 days). Attempted communication between returned sensor and known good reader. Reader successfully communicated with the returned sensor. Error message was not observed. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a "signal loss" message and was unable to obtain readings. As a result, customer experienced hypoglycemia and a loss of consciousness and was unable to self-treat, requiring hcp administration of an IV for treatment. There was no report of death or permanent impairment associated with this event.